Event description:
It was reported that the device snapped during removal at about 1cm from the blue tip. A computed tomography (CT) scan of patient¿s lumbar spine didn't show the retained section. A magnetic resonance imaging (MRI) could not be undertaken as the patient had just had a knee prosthesis implanted. Patient was asymptomatic until the moment the anesthetist reported the issue. The patient was an 81y old, 112kg, male. There was patient involvement.

Manufacturer narrative:
H3: no product was received for analysis. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.